Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: the pump's black box showed no evidence of short battery life. The battery compartment was cracked from the threads down to the case seal on the side. Moisture corrosion was observed in the battery canister, a leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and all current readings were within specifications.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.